Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture/sensing anomalies and >2500 ohms impedance. X-ray showed evidence of clavicular crush.